Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for defib. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical; the customer's report was observed and it was determined that the front enclosure was damaged allowing some type of moisture ingress causing corrosion on the main board. The front enclosure and main board was replaced to resolve the customer's report. The device was recertified, and returned to the customer. Analysis of reports of this type has not identified an increase in trend.